Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that four months and twenty-four days post port placement, the port allegedly couldn't get blood reflex and leaked near heart area. It was further reported that, the device was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port attached to catheter was received for evaluation and one x-ray image was provided for review. Visual, microscopic, tactile evaluation and functional tests were performed. The investigation is confirmed for the reported leak issue as the contrast was noted to be leaking prior to the tip. However, the investigation is inconclusive for the reported suction issue as the exact circumstance at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four months and twenty-four days post port placement, the port allegedly couldn¿t get blood reflex and leaked near heart area. It was further reported that, the device was removed. There was no reported patient injury.